Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at 2 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Angiogram revealed severe aortic insufficiency (ai). A post-implant balloon aortic valvuloplasty (bav) was performed 26 mm non-medtronic balloon but the severe ai remained. Another bav was performed with a 28 mm balloon but the hemodynamics did not improve. Subsequently, it was decided to implant a second valve for additional radial force. The valve was implanted at the same depth as the first valve and the ai improved to mild. No additional adverse patient effects were reported.